Manufacturer narrative:
D2a: additional common names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy. D2b: additional product codes: gbo; lje. E3: occupation: recall specialist. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter separated upon removal from a patient. The drainage catheter was placed as a chest tube in an unknown patient on (B)(6) 2026 by the interventional radiology team. On (B)(6) 2026, the drainage catheter was removed at the patient's bedside by the cardiovascular surgery team. The patent presented with abdominal pain to the emergency room at a different facility on (B)(6) 2026, where a chest x-ray revealed a portion of the catheter tip remaining in the patient. The patient was transferred to a different facility for removal of the device portion. A failed attempt to remove the portion occurred on (B)(6) 2026 by the interventional radiology team. The portion of the device was successfully removed in surgery on (B)(6) 2026. No other adverse effects were reported for this incident. Additional information regarding the event has been requested but is currently unavailable.